Event description:
It was reported that two weeks prior to a refill, the patient experiences an increase in pain; at the time of this report, the patient was one week from refill and was in pain. Per the reporter, she does not think the pump was working. The patient was attempting to find another healthcare provider. The device was used to deliver prialt. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).